Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On the same day, the patient was hospitalized for the event and the patient began treatment with cipro (200 mg, every 13 hours daily) and clindamycin (220 mg, every 8 hours daily), routes not reported, for peritonitis. The cause of peritonitis was unknown. The treatment with cipro and clindamycin was ongoing. The patient was still in the hospital and recovering from the peritonitis. Dianeal therapy was discontinued and pd catheter was removed. The patient was switched to hemodialysis. No additional information is available. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13j02118 and h13h02053 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.